Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who had an implantable neurostimulator. It was reported that patient had their device explanted due to infection. They also reported that the patient's ins was sticking out of the pocket. It was noted that the patient was bedridden so healthcare professional (hcp) felt their was an ulcer over the ins. No further complications were reported or anticipated.